Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual inspection of the device confirmed the failure mode of ¿broken¿. The tip of the device was missing as well as the distal end of the shaft being bent. Hardness of the shaft was tested and confirmed with a value verified to meet specifications. Based on the condition of the returned device, it was concluded that this device experienced excessive force greater than its design intent. Instructions for use (IFU) state: ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per results of the investigation, the root cause was determined to be ¿customer abuse; instructions for use not followed¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a cla procedure utilizing the endo femoral aimer arm, 3mm offset (blue), it was reported that, when the patient's knee was doubled the subject device broke. It was stated that the fragment was removed from patient. It was reported that there was no backup device available. (B)(4).